Event description:
It was reported that a catheter was damaged during a new implant on ¿monday¿ ((B)(6) 2015). The manufacturer¿s representative stated it was a ¿difficult case¿ and they used a different catheter. They were able to aspirate cerebrospinal fluid (csf) but when they put dye ¿it was coming out where the needle enters the tissue.¿ there was no allegation of component failure and the product was not defective; the issue was attributed to human error during the procedure. The drug being infused by the pump was not reported as the event occurred during the implant procedure. No outcome was reported for this event. Follow up was being conducted but additional information had not been received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serialn# unknown, product type catheter. (B)(4).